Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 48 mg/dl. Customer disconnected from the device and treated with glucose tables. She stated she was low because of activities, not from the device. She checked her blood glucose again and she said she was fine. Customer stated she was wearing the device on her side while hiking. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.